Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy; due to stress urinary incontinence and symptomatic rectocele. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent uti and urinary frequency. No additional information was provided.

Event description:
It was reported that following insertion the patient experienced recurrent uti and urinary frequency. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and an obturator sling was implanted. It was further reported that patient underwent mesh removal on (B)(6) 2011 due to pelvic pain, recurrent infections and dyspareunia. (B)(4) - dyspareunia.